Manufacturer narrative:
Verbal review of programming history from site with office nurse.

Event description:
Initial reporter indicated that they interrogated a patient's vns device and their settings were different than intended. The patient had previously been seen on (B) (6)2010 and a faulted test occurred at that visit. The patient's vns was displaying faulted test settings on (B) (6)2010 showing 1/20/500/30/60 magnet 1/500/30. The patient should have been set to 1/20/250/30/5 magnet 0. The patient's vns was programmed to their intended therapy.